Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the cylinder strength of this inflatable penile prosthesis (ipp) was weak. A revision surgery was performed to add saline solution to the reservoir. No components were removed, and no patient complications were reported.